Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was cuff leak. The device was removed from the patient and a new tube was re-intubated.